Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure to the ilet while the sensor was already paired to the user's smartphone and providing readings in the dexcom app, resulting in no glucose data on the ilet until troubleshooting was completed. No adverse clinical symptoms reported. Outcomes included no clinical impact, no alarms on the ilet, and restoration of cgm data on the ilet after guidance. User support included customer support troubleshooting and user education, including reentry of the pairing code and an ilet restart. Investigation of this case revealed a communication and pairing conflict caused by concurrent pairing of the sensor to the smartphone, which prevented the ilet from receiving cgm data until the conflict was resolved and the ilet was restarted. It was concluded, based on previously established findings for similar reports, that the cause was user pairing configuration and use-related factors that led to a temporary communication failure, resolved through standard troubleshooting.

Manufacturer narrative:
Initial.